Event description:
It was reported that the patient tried to recharge the evening before the report, but received a power on reset (por) message. The patient stated the last time she recharged was "about three weeks prior to the report." The patient also stated that she did not use her device "all the time." The patient also saw the "call your doctor" icon. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).